Event description:
On (B)(6) 2013: a (B)(6) male pt underwent the right internal iliac artery aneurysm repair. The physician placed a zenith flex main body stent graft, two iliac grafts in the right and a iliac leg graft in the left. No endoleak was confirmed and the procedure was completed. On (B)(6) 2013: follow up CT was performed endoleak was confirmed. On (B)(6) 2013: the physician told a sales rep that he suspects the endoleak was type iii from near the bifurcation. The pt is being followed carefully. The patient does not show any problematic symptoms as of today.

Manufacturer narrative:
Still under investigation.